Manufacturer narrative:
Correction performed on the investigation conclusion code previously reported as attributed due to device malfunction to cause not established. The product was not returned for analysis and the entry was made in error.

Event description:
It was reported the patient was presented to the hospital for a schedule procedure. During procedure, the patient right atrial (ra) lead displayed low impedance measurements when tested against the pacing system analyzer (psa). The ra lead was also unable to pace and sense. Per physician, the display of the electrical anomalies may have been due to the use of tools in procedure to control the patient's excessive bleeding. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.